Manufacturer narrative:
There was no button error alarm on the insulin pump. The device had intermittent button response due to moisture damage on the keypad traces. The device had minor scratches on the lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt they received a button error alarm. Customer's blood glucose reading was 149 mg/dl. Customer replaced device with a new battery and the buttons still do not work. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.